Event description:
It has been reported to philips that the footswitch stopped working after being told to use it in another room. The system was not in clinical use when the issue was identified. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. Per the information collected, at the time the issue occurred, the wi-fi indicator on the footswitch was off, the battery indicator was green, and the error led indicator on the base station was red, which indicates that there was an error in the wireless connection. The wireless connection with the base station was re-established after restarting the azurion system, which resets the base station. The customer also charged the wireless footswitch and the system returned to normal use. Based on the information provided, the issue is most likely caused by local circumstances or a hardware defect. Philips has not been able to determine the root cause of the reported problem. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated a medical device correction z-0476-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. There are currently no wireless footswitches or base stations available for replacement. The customer has a wired footswitch available for use. Codes were updated based on the investigation outcome.